Event description:
The account alleged that the brake on the left side is hard to set, but work ok on the right. The right head caster wouldn't lock.

Manufacturer narrative:
The account replaced the caster to repair the bed.